Manufacturer narrative:
The customer's calibration and qc data, sample pre-analytic details, and system alarm trace were requested but not provided. Based on the provided information, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys cea assay results for one patient tested on a cobas 8000 e 801 module. The patient's initial cea result from an aliquoted sample was reported outside the laboratory. The patient's physician requested an explanation for the initial cea result. The customer performed repeat testing with the patient's original aliquoted sample as well as the original sample tube. (B)(6). The customer determined the repeat results were correct. The cea reagent lot number was 52959701 with an expiration date of 30-jun-2022.